Event description:
It was reported by sales consultant: during a right tibial plateau procedure on (B)(6) 2013, a drill bit broke. The event occurred during medial and lateral plating, involving multiple screws in the metaphyseal area; and where the drill bit deflected off one of the screws and broke. It was also reported the fragment was removed, and another drill bit was utilized to complete the procedure with minimal delay. This report is for a 2.5mm drill bit/qc/gold/110mm. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records showed orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u168432. The supplier's certificate of compliance (dated january 28, 2013 for three separate receipts of this lot) indicates the parts were manufactured to p/n 310.25, revision "m" and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number ns061004, revision "a" (completed 2/7/13, 2/11/13, and 2/20/13). There were no mrr's, ncr's, or complaint related issues with this complaint. The three receipts of this lot were released 2/8/13, 2/12/13, and 2/21/13.